Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under general anesthesia. The spaceoar was injected in the rectal wall which caused a delay to radiation treatment. The patient experienced discomfort when sitting. The patient received 3 treatments of stereotactic body radiotherapy (sbrt) to the hip bone. Radiation treatment has been delayed due to the rectal wall injection.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under general anesthesia. The spaceoar was injected in the rectal wall which caused a delay to radiation treatment. The patient experienced discomfort when sitting. The patient received 3 treatments of stereotactic body radiotherapy (sbrt) to the hip bone. Radiation treatment has been delayed due to the rectal wall injection. On february 4, 2022, additional information was received stating that the patient is now in good condition.

Manufacturer narrative:
Additional information received on 4feb2022 update on the following: block b5:describe event or problem block d4: catalog/model number/unique identifier (UDI) block e1: initial reporter first name, initial reporter address 1, initial reporter address 2, initial reporter phone number block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.